Event description:
The customer reported a cine disk not available error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping or other critical vascular cine functions. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was installed during the service call. The system was tested and found to be working as intended and put back into service.